Manufacturer narrative:
Correct to missing h6 component code.

Manufacturer narrative:
Correction: previously reported g3 should have been (B)(6) 2021, rather than (B)(6) 2021 for manufacturer report number 2017865-2021-19029 follow-up number 1

Manufacturer narrative:
Correction: h6 codes for type of investigation, investigation findings, and investigation findings.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2017865-2021-19028. It was reported that the patient presented in-clinic prior to cardioversion for interrogation of the implantable cardioverter defibrillator. It was revealed that the patient received two inappropriate shocks due to noise exhibited by the right ventricular lead. Sensing anomalies also noted. The physician initially programmed the device for asynchronous pacing only (voo). Pacing was slower that the programmed rate, and periods of inhibition resulting in asystole were recoded. The physician then programmed the device to an MRI mode; however, the device was observed to repeatedly revert from the programmed settings. Upon further investigation it was determined that the cardioversion patch was place too close to the device resulting in hardware damage. The patient was scheduled device replacement. During the procedure right ventricular lead noise persisted with placement of the new device. Therefore, the right ventricular lead was also explanted and replaced. An x-ray confirmed that the left ventricular assist device had been sutured directly to the tip of the lead and caused oversensed noise. The patient was in stable condition.